Manufacturer narrative:
This malfunction can lead to lack of water flow. There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. Multiple unsuccessful attempts were made to obtain the device for evaluation.

Event description:
While using a g130 scaler, there was a defective solenoid water assembly and the water was overheating; no injury resulted.